Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) display screen backlight not presence was confirmed during visual inspection and was attributed to a defective processor board. After replacement of the processor board and tightening of the screw of load sensor, the platform was further tested and passed all functional testing criteria and met all required specifications. During visual inspection lcd backlight did not work. In addition, screw of load sensor was loose and is not related to the customer reported event. Functional testing confirmed the platform function normally even without a backlight, of the lcd display. Though no lcd backlight presence, the lcd screen was still readable. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, during shift check, the lcd backlight of the autopulse platform was not presence. There was no report of any patient involvement.